Manufacturer narrative:
This supplemental report is being submitted to provide the following updates on sections: b5, g4, g7, h2, h6 and h10.

Event description:
The generator shutdown towards the end of the procedure. According to the reporter, the generator shutdown approximately 75 percent into the procedure. The procedure being performed at the time of the event was not provided. The intended procedure was completed with the same generator. No patient impact or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. According to the event description, the affected generator turned off during the procedure. Device evaluation reported the occurrence of error message e433 caused by a defective generator board. Additionally, the front panel is damaged. The e433 error is activated by the device¿s safety system, which triggers the device to restart. Possible causes are: the operator activates the footswitch during generator booting (temporary error if caused by user action). A defective foot switch (temporary error). A defective foot switch (temporary error, defective reed contact). A defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). In this case the e433 was caused by a faulty generator board. A deeper investigation of generator boards related to error e433 showed that a destroyed transformer t1 caused this issue. The error message e433 is triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. It is part of the device's own security system. In critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used prior to procedure. In addition, according to the (instruction for use) IFU, a suitable replacement device must be provided during use. Most errors triggered by the safety system of the esg-400 can be regarded as non-critical, as long as these errors only occur sporadically. In case errors occur frequently or even permanently, the affected generator should be forwarded to a licensed repair facility. A manufacturing and quality control review was performed and there are no nonconformities associated with this device with respect to the described issue. The DHR review showed, that the device was manufactured according to valid instructions and met all specifications. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the device was found to have a faulty generator board. Minor scratches were found on the top cover and minor scratches, chips and cracks were found on the front panel of the device. In addition, review of data log found several error messages of e433 due to a faulty generator board. The identified parts were replaced and device was repaired. The software was upgraded. Once completed, the device was tested and passed all required testing and specifications. As stated on the IFU and as a preventive measure, the user manual states : non-function of the generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.

Event description:
It was reported that the device (B)(4) generator was turning off during use. According to the reporter , there was no error code observed when the issue occurred. There was no patient impact or harm reported due to the event.